Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned in one piece measuring 53.5cm. Internal insulation abrasion was noted at 9.7cm to 11.4cm from the distal tip breaching the re cable lumen. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted breaching the re cable lumen at 27.9cm to 28.8cm from the distal tip. The etfe coating of one re cable was abraded in this location.

Event description:
New information noted that the patient's previously abandoned right ventricular lead was capped on (B)(6) 2014 due to reported lead failure with externalized conductors. The lead was explanted and replaced on 20 may 2020. The patient's condition was noted to have been recovering with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-18508. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right atrial lead exhibited two low pacing impedance values that eventually returning to normal as well as episodes of noise. No intervention was performed. In addition, it was noted that the patient had an abandoned right ventricular lead that was capped for an unspecified issue. The patient's condition was stable throughout the event.